Manufacturer narrative:
Onset of recurrent infection report under MFR # 2916596-2021-05601. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for recurrent infection. The source of infection looked to be driveline. The device operated as expected. The patient had symptoms of pain, redness, yellow drainage at driveline site, and chills without fever. The patient had a normal white count and lactic acid. The patient's sedimentation rate was 41. The computed tomography was negative for fluid, but showed stranding along driveline up to left ventricular assist device (lvad). The patient had been on suppressive doxycycline 100mg twice a day prior to admission. The patient was currently receiving vancomycin. The wound culture was positive for scant growth of staphylococcus aureus and the blood culture was negative. A debridement was planned for (B)(6) 2021 since there had been no improvement. The log file contained 105 pulsatility index (pi) events and there were no other unusual events in the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.